Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 749 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was treated with insulin drip with IV and manual injections. Customer was wearing insulin pump during hospitalization. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.